Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen on (B)(6) 2024. On 02/01/2024, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, and scar, extended beyond the patch perimeter. The skin reaction was treated with a fluticasone propionate cream. There is no information of infection, or systemic reaction. The scar was present more than 3 months after the skin reaction occurred, and during a follow up with the patient on 05/14/2024, the patient confirmed the scarring was still present. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).